Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a apollo catheter ruptured with onyx. The patient was undergoing treatment for an arteriovenous malformation (avm)> vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm. The devices were prepared as indicated in the instructions for use (IFU). The surgeon started to apply glue after the apollo catheter was in place. On the image, it was found that the onxy glue overflowed in the middle and upper part of the catheter, and the system was quickly withdrawn. It was found that the apollo catheter was ruptured in the middle and upper part and leaked glue, so complained about the apollo catheter. The catheter leaked in the middle. The catheter was inspected prior to use. The leak was observed during use. No symptoms were reported.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an apollo micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the apollo micro catheter total length was measured to be ~171.4cm. The apollo usable length was measured to be ~165.2cm which is within specification (specification 165.0cm ± 2.5cm). The apollo distal floppy segment was measured to be ~25.9cm which is within specification (specification 25.0cm +2cm -1cm). No flash or molded voids were observed with the apollo micro catheter hub; however, the hub was found to be occluded with onyx. The catheter body was found to be ruptured with onyx residue at ~13.5cm from distal tip. The tubing material at the rupture section exhibited stretching. The detachable 5.0cm tip was found to be intact. The distal tip was found to be occluded with onyx. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The returned apollo micro catheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there was no resistance when the onyx les was injected, and no kink or damage seen on the apollo micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported upon injection of the liquid embolic agent into the apollo, there was no resistance. The physician did not pause during injection. The injection rate followed as indicated in the competitor¿s IFU. Liquid embolic agent did not get embedded in an unintended location. The anatomical location of the apollo tip was the upper middle. Removed the leaked onyx through the thrombectomy stent.